Manufacturer narrative:
Physical device was not received for analysis. Cloud data from the user for the period of 06apr2026-07apr2026 was downloaded and reviewed. Review of the cloud data found that multiple boluses were delivered during this period. Review of the patient history buffer found that the total pulses delivered count tracked by the pod was increasing appropriately based on the total bolus volume of each bolus after delivery of each bolus, indicating that each bolus started was actively and successfully delivered. Without log files, it could not be determined if attempts were made to program and start a bolus that were abandoned or unsuccessful. The exact cause of the reported bolus not being delivered could not be determined. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone18.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 300 mg/dl while wearing the pod longer than 48 hours on their abdomen. It was reported that when reviewing their app, it appeared that a bolus they sent was not delivered and thought it was an issue with the pod not delivering insulin. Symptoms reported include high blood glucose and ketones in urine. Patient was reported to be dehydrated, and blood testing came back with normal results. The patient was treated with rapid insulin injection and fluids. The patient was released later the same day, after spending about 4 hours in the emergency room. The pod was removed at the hospital.